Manufacturer narrative:
This report is being sent as follow-up # 1 to correct section a1, a2, a3, a6, to update section h3 and to provide the completed investigation results. The information provided in section a were inadvertently not provided. One 7 fr destination sheath was returned for assessment. The sheath was subject to visual analysis. The sheath was observed to be kinked 0.6, 1.5, 2.6, 3.9, 6.5, 7.3, and 9 cm from the sheath hub. A hole was in the sheath 0.6 cm from the sheath hub. The complaint can be confirmed for sheath mechanical damage based on the state of the device. The exact root cause of the kinks could not be determined. Based on the complaint description, the likely root cause is that the sheath experienced compression and bending stress during the procedure which caused it to kink. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy . A6: race: not available due to hospital policy. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved guide sheath slender sheath kinked, and a hole was found near the hub of the sheath. The case was not finished and could not be finished in the usual fashion. Caused no flow below the sheath site. Sheath was pulled and pressure held until hemostasis was achieved. Radial artery was accessed at beginning of case, but further intervention from the radial site was needed because of the incident. Md proceeded with radial to peripheral intervention in the pedal arch. The blood loss was less than 250cc's. The patient was stable and blood flow returned to the foot. The outcome of the procedure was successful. The event occurred intra-operative. Additional information received 07 jun 2023: the procedure performed was a radial/pedal dual access to peripheral case. The intervention was performed through the pedal access until the unfortunate event occurred and then proceeded through the radial access.